Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The user facility reported the vitrectomy cutter was not aspirating during surgery. The surgeon moved the cutter causing traction on the retina resulting in a retinal detachment.